Event description:
It was reported the patient experienced bradycardia. An angiojet solent omni was selected for a patient with thrombosis in fistula with a synthetic graft identified 24-48 hours prior to the procedure. A femoral approach was used to access the lesion. 5mg of actilise was used with power pulse function. They waited 20 minutes and then aspirated a total of 200 seconds. During aspiration, temporary bradycardia was noted, which ceased spontaneously when the device was stopped. The patient did not require any medication. The procedure was successfully completed with this device.

Event description:
It was reported the patient experienced bradycardia. An angiojet solent omni was selected for a patient with thrombosis in fistula with a synthetic graft identified 24-48 hours prior to the procedure. A femoral approach was used to access the lesion. 5mg of actilise was used with power pulse function. They waited 20 minutes and then aspirated a total of 200 seconds. During aspiration, temporary bradycardia was noted, which ceased spontaneously when the device was stopped. The patient did not require any medication. The procedure was successfully completed with this device. It was further reported that no abnormalities were noted with the device performance during the procedure. It was confirmed that the patient experienced temporary bradycardia during aspirations, but no interventions were needed to treat the bradydia as it stopped after the foot pedal/aspiration was released. The physician believed the cause of the bradycardia was the angiojet catheter. The patient had a pre-existing condition of kidney disease. The patient was given hydration while being treated by the physician. No other patient complications were reported. The patient's condition after the procedure was stable.